Manufacturer narrative:
A visual analysis of the returned percuflex¿ plus ureteral stent found the suture was cut and the stent was broken at the middle section. It is possible that the way in which the device was handled and manipulated during unpacking or preparation may have contributed to the failures encountered (suture and stent broken). During manufacturing process the units are inspected in order to avoid the failure found, however, there is no control in how devices are handled in the field. Most likely, when the package is still closed the defect noted may appear due to some aspect of shipping/ handling/ storage of the device. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ the device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was to be implanted on a procedure. According to the complainant, during unpacking, the stent was noticed to be broken in two parts. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device component code 515 relates to device problem code for the reported event of stent broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be implanted on a procedure. According to the complainant, during unpacking, the stent was noticed to be broken in two parts. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.